Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline vantage shield embolization device and xt-27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield outer carton. The pipeline vantage shield device was returned outside the xt-27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid ends were found fully opened and slightly damaged. No damage was found with xt-27 catheter. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure /incomplete open at distal and resistance during delivery. The pipeline vantage shield braid were found fully opened and slightly damaged. No defect was found with xt-27 catheter and pushwire. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and encountered resistance in the catheter. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left internal carotid artery with a max d iameter of 5mm and a 10mm neck diameter. The landing zone was 4.5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was good. It was reported that attempts to open and deploy 2xped were unsuccessful due to malopening, wrong wall apposition, twist and torque. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline also became stuck during deployment in the distal section of the catheter. The catheter was flushed continuously with heparinized saline. The physician released the load in the system in an attempt to resolve the issue, but the issue was not resolved. The catheter and pushwire were not damaged. The microcatheter was used to deploy a non-medtronic laser cut stent with high radial force. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a rist 7f 105 and sofia 5f guide catheter, xt27 microcatheter, synchro14 guidewire, and lepu coils.

Event description:
Additional information received clarified that the pipeline was not implanted and was removed the patient. Other equipment was used to complete the procedure. The cause of the issues with the pipeline was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.